Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
D4 lot number - according to sales records, there were five (5) lots that were distributed to this hospital: 261370, 609810, 001830, 376880, 585940. This follow-up report is being submitted to relay additional information. The complaint is confirmed. The 2.0x9mm fossa x-dr scrw (item# 99-6579, lot# unk) was returned for investigation. Only the head of the screw was returned, as it was reported that the threaded portion of the screw fractured off in the patient's bone and was retained. The screw was fractured near the head at the start of the threads. Five possible lot numbers were identified in a search of the distribution history of this item to this hospital. The dhrs for each of these five lots were reviewed; no non-conformances were found. There are no indications of manufacturing defects. For this part (99-6579) in the previous one year (from the notification date) regarding the fracturing of this screw, there is a complaint rate of (B)(4) which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is excessive force was applied while inserting the screw, beyond what it was designed to encounter. It is possible that the screw was over-torqued or the patient's bone was too dense/hard for the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported a screw fractured during implantation of temporomandibular joint implants on the left side. A unilateral arthroplasty was being carried out, and the hole was pre-drilled and the screw inserted according to surgical instructions. The screw fractured and the fractured piece could not be removed from the patient. The wound was rinsed and the surgery continued. No additional patient consequences were reported.